Event description:
On (B)(6) 2011, the lay user/patient's mother contacted lifescan (lfs) alleging the patient's onetouch ultramini meter was not working due to receiving an error 2. Per the onetouch ultramini user guide this message could be caused either by a used test strip or a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated the alleged issues all began on (B)(6) 2011 at noon. The patient allegedly attempted a blood glucose test on the subject meter and was unable to obtain a result due to the error 2 message. The reporter stated that the patient manages her diabetes with insulin and is a self adjuster. She stated the patient took her usual amount of humalog insulin (13 units) when she was not able to test at noon of that same day. The reporter claimed that approximately 5 hours later, the patient became "sweaty, shaky, felt like sugar was high, nauseous." The reporter stated she tried to call the doctor at approximately 5:15pm but could not get through. The reporter stated the patient was tested on another, unknown device at approximately 6pm and observed a value of '586 mg/dl' and was reportedly given additional insulin (unknown type and dose) at approximately 6pm. The reporter stated later that evening, she tested again and observed a value '354 mg/dl' at approximately 11:30pm and gave the patient a shot of humalog (unknown dose). Another test was reportedly performed at 2am on (B)(6) 2011 and a value of '149mg/dl' was observed. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time. The reporter stated that the process for testing was correct and the correct test strips were being used. The reporter did not have the subject meter with her at the time of the call, therefore, the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k061118.